Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a false atrial tachy response (atr) event due to far field over sensing. Programming options were suggested for this crt-d, regarding sensing. The crt-d remains in service. No adverse patient effects were reported.